Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The foreign patient's mother did not report any injury or medical intervention.